Manufacturer narrative:
The low reservoir alarm was set to 20 units. Several boluses were delivered. The low reservoir alarm triggered properly with no anomaly noted. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a low reservoir alarm from the insulin pump. The customer stated that his alarm read 512 mg/dl and it would not stop alarming. The customer stated that he has a low reservoir warning with 100+ units in the pump and the pump shows 103 units. However, the customer stated that the low reservoir alarm is set to 20 units. The customer will be sent a replacement pump.